Manufacturer narrative:
After battery installation, the insulin pump gave an unexpected flashing minimed logo due to corroded electronic assembly also, the motor assembly was found with traces of corrosion. No critical pump error noted. Unable to download due to display anomaly. The insulin pump was received with minor scratched lcd window and case. The insulin pump was missing the display window cover.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed critical pump error. Customer's blood glucose level was not reported. The customer was unable to clear the alarm. The customer saw a red x on the display. The customer was advised that the device would be replaced and agreed to return the product for analysis.